Event description:
It was reported that a malfunction alarm occurred, with a resettable malfunction code displayed as malf 0. The customer declined to answer if their blood glucose level exceeded 500 mg/dl, so there was no available information on the impact to the blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to reach out again if any issues arose.